Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx valve implanted in mitral position was explanted after an implant duration of approximately four (4) years due to regurgitation. As reported, the device was showing a mean gradient of 14 mmhg.

Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. A DHR review is unable to be performed because no lot/serial number was provided. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Additional information: a1,a2 , a3, b5, b7 , d5 and e1. H6 clinical code, device code and type of investigation. H11 manufacturer narrative: the device was received by edwards for evaluation. Report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate calcification was observed on leaflet 2, and minimal calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas on the inflow aspect. Sewing ring and post cloth on commissure 2 was cut exposing wireform and metal band. Cut off sewing ring fragments were not returned.

Event description:
Edwards received notification that a 7300tfx27 valve implanted in mitral position was explanted after an implant duration of four (4) years and one (1) month due to severe stenosis, valve thickening and mild regurgitation. As per echo report provided, mitral valve thickening with increased echogenicity, leading to stenosis was observed. As reported, the device was showing a mean gradient of 14 mmhg, a velocity of 2.3 m/s and a valve area of 0.7. A non-edwards device was implanted in replacement. Reportedly, the patient presented with chest tightness before re-intervention. The patient was reported to be in stable condition and discharged.